Event description:
This complaint is now reportable based on analysis completed on 07/28/2008. It was reported that during an unknown procedure, a sentinol self-expanding nitinol biliary 6mm x 59mm x 1350 mm stent system failed to deploy. It is unknown whether or not a patient was involved. However, the returned product analysis revealed that there was partial stent deployment. Multiple attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
Product analysis could not confirm the difficulty stated int he complaint. The returned product had a 1 1/2 segment of the stent exposed on the distal end and a gap between the tip and exterior sheath of 12mm. The returned unit was prepped and a new .035" guide wire from the product analysis laboratory was back loaded into the tip. Then the stent was deployed without difficulty in the laboratory. A review of the manufacturing records for this batch shows that the device met its material, assembly and product specifications. The most probable root cause for this complaint was attributed to operational context due to the likelihood of anatomical and or procedural factors encountered during the procedure.